Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿potential adverse events: acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 60-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. Upon receiving the pump, the physicians were concern about the flow down the left leg and a redraw of numbers revealed pa sat of 51% and ci of 1.5. The decision was made to leave in the device and place external fem-fem bypass to perfuse down the left leg. The impella was increased up to p9 and the antegrade sheath placed in the left femoral artery and connected to a retrograde sheath in the right femoral artery for distal limb perfusion. Eventually the impella cp was explanted and the impella 5.5 was implanted successfully.

Manufacturer narrative:
The investigation for the reported limb ischemia ¿ reversible issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.